Manufacturer narrative:
The reported events were lead dislodgement and phrenic nerve stimulation. As received, the s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up, the patient had phrenic nerve stimulation due to dislodgement of the left ventricular (lv) lead. The lv lead was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.